Event description:
Customer reported an issue with updating time, personal profile, or biq/ciq settings, which led to their blood glucose level reaching 48 mg/dl. Customer consumed glucose tablets to address the low blood glucose and did not require assistance from a third party. Customer technical support assisted the caller in updating their carbohydrate ratio setting and advised the customer to consult with their healthcare provider when settings are updated. The customer understood and acknowledged this advice.